Event description:
Information received by medtronic indicated that the customer reported the insulin pump has dropped the pump and the screen was broken. Troubleshooting was performed and found that the crack was on the lcd screen. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window, scratched case. The scratches on the lcd window are minor; the user is able to read and navigate the menus underneath. The unit was received without a battery cap. The unit was received with a blank display with a very noticeable huge bleeding spot in the middle of it. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. There are multiple cracks within the lcd screen however. After swapping boards and cases, the blank display was isolated to pcba2. Upon further review there are cracks in the epoxy glue around pcba2 u6. In summary, the customer¿s report of a cracked lcd screen was confirmed during testing. The blank display is primarily due to a cracked pcba2 u6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.